Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0wrwb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0wrwb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0wrwb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a company representative and health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had an infection that started at the pocket and it moved up the extension into the neck. It was unknown what may have led/contributed to the issue and it was unknown what act ions/interventions were performed. It was believed that antibiotics were tried. The right lead, extension, stimloc and ins were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.